Event description:
It was reported that shortly after the device was implanted the patient presented with a out of range lead impedance warning on the superior vena cava. The problem seemed to be coming from the set screw and the superior vena cava coil was turned off and defibrillation threshold test was performed. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.